Event description:
It was reported that the patient presented in-clinic for a follow-up. Upon device check, noise was noted on both the right atrial lead and right ventricular lead. The leads were explanted and replaced during a normal device change out procedure. During the procedure, the physician noted a pocket abrasion on the right ventricular lead. The operation went well and the patient left the procedure in good condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.